Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).